Event description:
Customer's (B)(4) report received. Per report, "registered nurse noticed pillow case under right upper arm peripherally inserted central catheter (PICC) line was wet. Intravenous lines were assessed, noticed dripping from the y-site on patient controlled analgesia (pca) tubing from fentanyl glucose tolerance test (gtt) backup. Tubing tightened, when flushed with normal saline, fluid squirted out of tubing near hookup point." There was no patient harm or medical intervention. Although requested, no further patient/event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be returned for evaluation.